Manufacturer narrative:
The complaint was not confirmed, upon the evaluation of the returned device. All performance and safety check testing were conducted, as per "renasys go performance and safety check¿ obtaining acceptable results. The root cause is most likely due to circumstances unrelated to a malfunctioning of the device, usually related to the dressing method, kit or canister used. No fault was found with the device. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: pump not alarming.